Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient felt a "zap" four times today, which they have never felt before. It was then reported that the patient was experiencing diaphragmatic stimulation as confirmed by chest x-ray. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.